Event description:
Customer stated the pad caught on fire and burned her blanket.

Manufacturer narrative:
Our inspection revealed that the pad had been folded over during use creating an area of excessive heat. Lead laying on top of lead and wire caused a hot spot that damaged and deteriorated the fabric foundation and cover. We determined that this was attributable to misuse on the part of the customer.